Event description:
Patient reported left side "implant painful when sleeping", "implant goes all of the way to right-side" when patient lies down, and "really really hard, totally different". Later healthcare professional confirmed left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "implant painful when sleeping", "implant goes all of the way to right-side" when patient lies down, and "really really hard, totally different". Later healthcare professional confirmed left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsule, implant painful when sleeping, when I lay down implant goes all of the way to right-side, really hard, totally different". Later healthcare professional confirmed capsular contracture baker grade iii. This record is for the left side. The device remains implanted.